Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had air bubbles. Customer stated that he was not getting proper insulin on the insulin pump due to a lot of air bubbles. Customer's blood glucose was 216 mg/dl. Troubleshooting was done. Customer stated the he received no delivery during the process. The customer was advised to change the infusion set. The customer was advised to return the reservoir and infusion set for analysis. Advised the reservoir and infusion set would be replaced. No further information provided.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the o-rings/stopper groove for defects, and no anomalies were found. Performed testing per specification, and no air bubbles were noted.